Event description:
It was reported that the gastrointestinal videoscope had a completely dark image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e315(incompatible scope error) a definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the reported allegation was a component failure, and the additional finding of error e315 incompatible scope error was attributed to corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information1 received from customer.